Event description:
The customer reported the system experience saturation fault. No patient injury was reported.

Manufacturer narrative:
Call canceled by customer. Facility engineers performed repair without any assistance from oec. No service performed on this call.